Event description:
It was reported that the patient presented to the emergency department. A remote monitoring transmission indicated the patient was treated with anti-tachycardia pacing for episodes of ventricular tachycardia (vt) but the rhythm was suspected to be supra ventricular tachycardia (svt) with rapid ventricular response. The atp was suspected to inappropriate. The implantable cardioverter defibrillator (ICD) remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.